Manufacturer narrative:
An open book error alarm and error 35 noted in history download due to force sensor out of specifications. We were unable to perform displacement test, rewind, seating and basic occlusion test due to critical pump error. The motor and force sensor were visual inspected, no moisture damage or contamination noted. No loose or disconnected motor flex connector noted. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call broken force sensor detected during seating or regular delivery. Customer advised the error occurred during the fill tubing process. Troubleshooting for the insulin pump error was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.